Manufacturer narrative:
The complaint states the red plastic handle was cracked and broken in the set before the case started. The attune tibial ankle clamp. The plastic red knob is broken. The investigation confirmed the failure mode as reported. The device was reviewed by bioengineering in (B)(4) which states the device shows three separate failures; both of the thumb knobs have fractured (one of which came away from the device completely) and one of the ankle clamps pieces have fractured. The device can still be used in this condition; it functions well in other respects. It is plausible that the device was used with some of these failures present (i.e. A thumb wheel missing, or cracked) and considered totally failed when the ankle clamp fractured, as sharp edges were then present. This cannot be confirmed, however. The root cause for the handle fracture is design, which has been changed since the manufacture of this device. The root cause for the clamp component fracturing is undetermined, as no information has been provided about this failure. The complaint shall be closed with two conclusions; an undetermined conclusion and one due to product design; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The red plastic handle was cracked and broken in the set before the case started. The attune tibial ankle clamp. The plastic red knob is broken.